Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, when she went home from work, the bg reading was 29.0 mmol/l and the cgm was 6.0 mmol/l. The patient self-treated with insulin injection prior going to the hospital. At 8:30 pm the patient went to the emergency room where the bg reading was 29 mmol/l and the ketone value was 2.8 mmol/l. At that point the patient was feeling thirsty. The patient was treated with IV saline and they performed a blood work. During the treatment the ketones values decreased to 0.2 mmol/l. The patient stayed at the ER for 3 hours and was discharged at 10:30pm. At the time of the report the patient was normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.